Event description:
Procedure: bullectomy. According to the reporter: the stapler was fired and a number of staplers on the offending reload did not appear to form properly and the staple leg remained straight instead of the expected b shape formation. All 3 reloads are being returned as the nurse is not sure which one it was. No patient harm and no other issues arose due to this incident. No tissue loss, blood loss or extension in surgery time. The surgeon fired another reload to resect the unsatisfactory staple line. No reinforcement used.

Manufacturer narrative:
(B)(4).